Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a person with diabetes (pwd) contacted support to report a cassette empty alarm and observed a small amount of blood in the cannula. An occlusion alarm was also triggered shortly after the initial site change. The pwd expressed concern about potentially running out of supplies while travelling over the weekend and inquired about the compatibility of the alternative infusion sets, citing dissatisfaction with the cleo set. Scant blood was noted in the cannula following the cassette empty alarm. There was no patient injury.